Manufacturer narrative:
A steris technician inspected the unit and found the hose clamp on the processor's main water line had loosened causing the hose to come off and water to leak; the loosening was caused by the water pressure in the hose. The technician replaced the water line clamp, ran a test cycle and placed the unit back into service. No further issues have been reported with this equipment.

Event description:
The user facility reported that the hose on the water line of the reliance endoscope processing unit disconnected and was leaking onto nearby flooring. An operator slipped and fell when he was walking to the unit to turn off the water. The operator obtained a minor cut on his knee; he applied a bandage and returned to work. The operator is fine with no sustaining injuries.